Manufacturer narrative:
The insulin pump alarmed during the prime test due to flush/loose drive support disk. The insulin pump received with cracked reservoir tube lip, belt clip slot and scratched lcd window.

Event description:
It was reported that the insulin pump alarmed during the prime process. Insulin squirted out during the manual prime process. The drive support cap is flush. Advised the caller that the insulin pump will be replaced. Nothing further reported.